Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and white particles in the shell. The unit is not rupture. Creases no is observed on the device. No other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process

Event description:
Healthcare professional also reported left side creases and "occasional subcentimeter breast cysts."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Additionally, healthcare professional reported capsular contracture baker grade ii. Device has been explanted and not replaced.